Event description:
Heavy bleeding, spotting, erratic menstrual cycles (could not be controlled or lessened by birth control pills), passing large clots, migraines, hair loss, joint pain, backaches, fatigue. (B)(4).